Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead presented to the emergency room due to shortness of breath. Device data was reviewed and a gradual increased in lv pacind impedance measurements was noted, including a high out of range measurement. Biventricular capture was noted via the monitor. Only one brief atrial tachy response (atr) episode had been recently stored. Some undersensing was noted due to cross chamber blanking. All other diagnostics were acceptable and no anomalies were noted on the presenting electrogram (egm). No adverse patient effects were reported.